Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) display during dwell 3 / 4. The technical service representative (tsr) explained the alarm to the home patient (hp)'s caregiver (cg). The cg was unsure if he should restart with new supplies or finish with manual exchange. The hp to contact the peritoneal dialysis (pd) nurse for therapy assistance. No patient injury or medical intervention was indicated at the time of the initial report.